Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had read inaccurately high. The patient tests his blood glucose 3 times a day. He tests before breakfast, dinner, and bedtime. He takes set doses of 70/30 insulin 3 times a day before each meal. The patient also takes sliding-scale novolin-r insulin based on his meter readings. The patient admitted that his normal blood glucose levels are generally elevated. On the day before, the patient got a reading of "high" on the reported meter. According to the owner's manual, a result of "high glucose" might indicate a blood glucose level exceeding "600 mg/dl." The patient took an unk dose of sliding-scale novolin-r insulin based on the "high" result before going to bed. In the middle of the night, the patient woke up sweating, shaking, and feeling very weak. The patient felt his blood glucose was low and proceeded to consume 2 glucose tablets and drank soda. He felt better within 10 mins. The patient denied testing his blood glucose during and after he had the symptoms. The patient's blood glucose was not tested on another device. He did not seek or receive medical intervention from a health care provider during the time of concern. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on an inaccurate high meter result.